Manufacturer narrative:
H7 & h9 fields are updated: a review of the device history record for sn: (B)(6) was performed from date of manufacture 02/15/2013 to the present date 1/7/2021 and confirmed that this device was previously returned for servicing. Device had no similar service repair history and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the keypad. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA. CAPA#: 1120033 for keypad.

Event description:
It was reported that the device will not turn on or off. There is a damaged circuit board component. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/15/2013 to the present date 1/7/2021 and confirmed that this device was previously returned for servicing. Device had no similar service repair history and there were no production failures indicated on the source device.

Event description:
It was reported that the device will not turn on or off. There is a damaged circuit board component. No additional information was provided. There was no patient involvement.